Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency room (ER) with inappropriate shocks due to oversensing of noise with high rate non-sustained (hr-ns) and sensing integrity counter (sic) episodes on the right ventricular (rv) lead. The lead was found to have high unstable thresholds with no capture and high impedance. The lead was suspect of a fracture. The lead was reprogrammed. The lead was removed and a new lead was implanted. It was further reported that the device had premature battery depletion. The battery longevity was less than expected. The device was removed and a new device was implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. If information is provided in the future, a supplemental report will be issued.